Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor sprint rx drug-eluting coronary stent in to a patient; however, when the system was screened, it was noted that the stent was not on the balloon. The physician investigated and the stent was found on the external drapes. It was reported that the relevant device was not properly inspected prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. Crimp/bake impressions were evident along the balloon which had not been inflated. The balloon folds were partially open and disturbed. No further damage was noted on the delivery system. The stylette was bent 4cm from the proximal end. The first segments on each end were oval in shape and appeared to be pinched. The remaining segments in the middle were severely stretched and deformed. There was a short slit on the distal tip of the protective sheath. As per the event description, the absence of the stent on the balloon was noted post delivery to the target lesion. Information received from the account indicated that the device was not properly inspected prior to use as is recommended in the endeavor rx instructions for use (IFU). The presence of crimp bake impressions on the returned balloon indicates that the stent was crimped onto the balloon during the manufacturing process. Although information provided indicates that the sheath was correctly gripped during removal, the possibility exists that the stent slippage may have occurred due to the handling technique used when removing the sheath and the stylette. Recreations studies show that the incorrect placement of the fingers over the sheath can result in removal of the stent along with the sheath and stylette. The damage to the mid segments on the returned stent was consistent with the damage noted to the stents in the recreation studies. Based on the information available, the device has not been identified as the root cause of the event. Although it was indicated that the physician did not inspect the stent prior to use, this would not have resulted in the stent slippage. It appears most likely that the stent slippage may have occurred during removal of the sheath and the stylette. Therefore, the root cause of the event was most likely due to the handling technique used to remove the sheath and stylette.

Manufacturer narrative:
(B)(4). Eval results - incorrect technique in remove of protective sheath; device not inspected prior to use. Conclusions - incorrect technique in removal of protective sheath.